Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed, indicating that the radio frequency programmable integrated circuit failed the self test. The customer's mother stated that the alarm occurred 7 times. She stated that the insulin pump alarmed every day for a week at 10am, counted from 1 to 10, had a blank display, and then went back to normal thereafter. The caller did not know the blood glucose reading. The caller was advised to contact a hospital to get a new insulin pump.